Event description:
It was reported that shaft break occurred. During preparation, a 3.00mm x 15mm emerge balloon catheter was selected for dilatation. However, when the balloon was being loaded onto the wire, the balloon shaft broke in half. The procedure was completed with a different device. No patient complications were reported.